Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support decided to replace the pump with updated software.